Event description:
Was reported by repair work order that the x-frame was bent, which could result in the cot leaning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.